Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (serial no. (B)(4)) found no significant anomalies. Normal end of life and telemetry and output were okay. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and dbs (deep brain stimulation) therapy indications. It was reported that the patient had a fall last winter which resulted in a laceration on the scalp. They went to the ER, and staples were used to close the wound. The husband claimed this caused a short. On (B)(6) 2019 the patient had a battery revision for normal battery depletion, and the rep noted they had a pre-existing short pre-op and it persisted post-op. The rep was not aware it was due to the fall or ER visit until (B)(6) 2019. No further complications were reported or anticipated with this event. Additional information received from a manufacturing representative (rep) indicated the cause of the short was determined to be the staple in the scalp, according to the patient who discussed with the healthcare provider (hcp). No other troubleshooting had been done beyond the ins replacement. The location component of short was not determined, and the option of lead revision was offered to the patient at least in theory by the hcp. The short remained unresolved at this time, but the laceration was resolved. The information had been confirmed with the account.